Manufacturer narrative:
Mindray service representatives evaluated the system and confirmed the customer was not using the correct ECG cable.

Event description:
Customer reported the passport 2 monitor was not reading ECG which may have resulted in a loss of ECG monitoring. No patient injury was reported.